Event description:
Additional information received reported that the revision had been postponed due to patient health issues and venue change; unrelated to the device system. It was noted the patient was not on the schedule at this time.

Manufacturer narrative:
Product ID 8703w, serial # (B)(4), implanted: (B)(6) 1996, product type catheter. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the pump found ¿gear train anomaly¿. There was significant residue on the upper shaft of gear 3 and significant residue and shaft wear on the lower shaft of gear 4. A portion of the catheter was returned for analysis. Analysis of that portion found no significant anomaly; acceptable catheter testing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient experienced underdose symptoms, a significant reduction of pain relief noted as less than 50% therapy re lief and a "sudden significant pain increase." A side port study was performed on (B)(6) 2013 and they were unable to aspirate the catheter. The catheter was occluded. A rotor study was "fine." It was noted they ruled out a compression fracture. Patient status was "alive - no injury/no adverse event." A revision was planned to replace the catheter. The pump was delivering morphine.

Event description:
Additional information later reported the pump and catheter were explanted and returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.